Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The device was chipped out on lower left front corner also cracked on the right plunger case. The error was confirmed in the history. The syringe test and syringe plunger sensor test were performed. The issue was confirmed. The q1 was broken off from plunger board and plunger board broken off from glued. The plunger board was replaced and preventative maintenance was performed.

Event description:
Information was received indicating that the medfusion 4000 pump displayed an issue that the syringe plunger is not in place. There were no adverse events reported.